Event description:
It was reported that a drill tip was broken and buried within a bone during a procedure. The drill tip was recovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code drill bit mechanical (g04) - drill. A visual inspection was conducted on the returned drill bit. The drill body shows marking/ scratching on the drill bit surface. The drill bit has fractured just above where the flutes meet the drill bit body. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.